Manufacturer narrative:
The pump received with blank display due to corroded battery cap contact. Analysis was unable to verify failed battery test due to blank display anomaly. However pump had normal operating currents. The pump was received with cracked display window corner, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display and failed battery test. The blood glucose at the time of the incident was 170 mg/dl. The customer states they have been experiencing difficulties with the pump, ever since it alarmed failed battery test. The customer was call back after being advice to wait 2 hours and the display did not return. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.